Event description:
The customer reported a water leak causing a short in the plate transformer. There was no report of serious injury to a pt or the user and no pt info was provided.

Manufacturer narrative:
The cooper water hose was confirmed to be leaking water. Although there was no reported injury in this case, the available info suggests a malfunction in the device. Varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. The cooper hose and the transformer plate were replaced and the device returned to normal operation. No further follow-up to this MDR is expected.